Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01889 / 03120). Product location unknown.

Event description:
Patient underwent a knee revision procedure approximately 5 months post-implantation due to acl impingement. During the procedure, the bearings were removed and replaced.